Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident and the customer also report the blood glucose level was 123 mg/dl. Troubleshooting was performed. Customer's pump is not in auto mode. The customer was treated with food. Product will not be returned device for analysis.